Event description:
It was reported that a fracture occurred on the catheter shaft. During unpacking of a dynamic xt electrode catheter, prior to use within the patient, it was noticed that the shaft of the catheter was broken; there was a fracture. The procedure was completed with another of the same device and the patient was stable following the procedure.

Manufacturer narrative:
The device was returned to boston scientific for evaluation. The device did not have any functional defects regarding curve actuation, electrical issues or curve out of plane. Damage in the shaft was observed at approximately 10 cm from the distal end of the catheter; consequently, confirming the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a fracture occurred on the catheter shaft. During unpacking of a dynamic xt electrode catheter, prior to use within the patient, it was noticed that the shaft of the catheter was broken; there was a fracture. The procedure was completed with another of the same device and the patient was stable following the procedure.